Event description:
It was reported the tip of the blade melted. The coag was set at 8, and the case went well but he pulled it out at the end and it was melted. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2012. Visual inspection revealed the signs of melt back and has a large slag of plastic from the melt back in the front left corners. Using the tip of a high temp for prolonged periods could contribute to the melting. Review of the lot history was not possible since the lot number was unk.